Event description:
It was reported that the patient experienced recurring incontinence and was scheduled for an artificial urinary sphincter (aus) replacement surgery. At the time of revision, the patient presented with a bladder neck stricture. It was decided to treat the stricture first; therefore, the patient was re-scheduled for the replacement of the aus. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and was scheduled for an artificial urinary sphincter (aus) replacement surgery. At the time of revision, the patient presented with a bladder neck stricture. It was decided to treat the stricture first; therefore, the aus was removed and the patient was re-scheduled for the replacement of the aus. There were no further patient complications.